Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the cement hardened quickly. The surgeon mixed the 2 pacs of the cement with acm for 1 min and 30 sec. The cement had been set to the cement gun (elapsed time: 2 min and 30 sec to 3 min from starting to mix the cement) after setting to the cement gun, the surgeon inserted the cement to the canal with pressurizer and stem (B)(4) was inserted (elapsed time: 4 min from starting to mix the cement) but, the stem could not be inserted properly because the cement had already hardened quickly. So, the cement in the canal was removed. During removing the cement, the blood pressure slightly fell but recovered soon. The spare cement (same lot number) was used in similar situation and it hardened properly. On the other hand, the remainder of the cement which quickly hardened and did not insert into the canal had been hot for 6 min from starting to mix it and hardened for 7 min from starting to mix it. The cement and acm are stored in 24.5c temp using before 24 hours and being started to use. Spare products of these products were usually stored in the hospital. The temp of the operation room was 24.5 c. The procedure type was bha the texture of the cement was properly (not powdered and not runny). All the monomer and polymer was used. The second event is improper sterilization. The sterilization seal shows yellow. The surgeon needs the sterilization confirmation of the cement and health hazard.